Manufacturer narrative:
Additional contact person: (B)(6). Updated fields: b4, g3, g6, h2, h11. Corrected fields: b5, h6(investigation type, investigation findings, investigation conclusion, component code).

Event description:
It was reported that before use cs300 intra-aortic balloon pump (iabp) failed to fill. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) had failed to fill.